Manufacturer narrative:
H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, the device did not have power, the front panel was bent, the input manifold was loose, the input/output label was damaged, and the relief alarm pressure knob was cracked. Error codes or event history log (ehl) are not available for this device. After power up, the customer reported issue was confirmed as the device led and alarm did not operate. The root cause is due to customer damage whereby the positive and negative conductors in the battery compartment had been pushed in flat. To correct this issue, the positive and negative conductors were adjusted out to their original location. A previous repair for led and alarms not operating had been performed (the electrical chassis was replaced to correct the reported problem.) However, this is unrelated, since impact damage caused a further failure of the electronic alarms. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is no light-emitting diodes (led) when you turn it on and no alarms. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.